Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/17/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: - ¿ how long was the delay? --15 minutes. ¿ were there any unexpected outcomes or complications as a result of the prolonged surgery time? ¿ was there any change in the patient¿s post-operative care due to the prolonged procedure? ¿ did any needle piece fall into the patient? If yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ if not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? --please refer to the event description, other information requested is unknown. ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. --no device can be returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a right finger tumor resection surgery on (B)(6) 2026 and suture was used. The patient underwent surgery for a tumor on the right finger. During the surgical suturing process, the doctor found that the needle could not penetrate the skin. Upon examination, it was found that the needle had no tip and could not continue suturing. The doctor immediately replaced the suture. This event resulted in an extension of the surgical time. There were no patient consequences reported. Additional information was requested.